Event description:
Customer reported unexpected negative reactions on the abs2000. A patient sample tested negative for antibody screen on the abs2000, but tested positive by manual tube when using peg as the potentiator. Anti-c was detected, anti-e could not be ruled out. The customer retested the sample on the abs2000 and still obtained negative antibody screen results. The customer also tested the sample by manual tube method using n-hance as the potentiator and no reactivity was observed. The patient had been recently transfused.

Manufacturer narrative:
The presence of the c, e, and jka antigens were confirmed on retention capture-r ready-screen, lots g152 and g154. The customer sent patient samples for investigation testing. The samples were tested on an in-house abs2000 instrument with retention crrs, lot g154 (g152 was expired when samples were received). The samples were nonreactive. The samples were tested by manual solid phase using crrs, lot g154, the samples were nonreactive. The samples were further tested by manual tube method panoscreen reagent red blood cells, lot 29088 using both immuadd and peg as potentiators. The samples exhibited no reactivity at all phases of testing. The event appear related to the nature of the sample.